Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no defects, the functional assessment found that the device was unable to start up, establishing a relationship with the reported event. The root cause was identified as a failed main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found to be unable to start up due to the mainboard being defective. No patient harmed and no injury reported because this was found during service and repair.